Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device failed during a radical cystectomy and bricker procedure. When the surgeon found that a tumor behind the prostate was larger and the tissue of the tumor and surrounding area was thicker than anticipated, he applied more force than usual to the device when opening and closing the jaws of the device. A noise was heard and the device broke at the tip and stopped working. Manual suturing was used to complete the procedure. Due to device difficulties, the surgery time was extended by more than 30 minutes. There was no injury to the patient. Further, upon receipt for evaluation at covidien, a preliminary investigation found that the blade was protruding from the jaws of the device.